Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the symptomatic patient presented remotely with over-sensed noise and inappropriate mode switch. Programming changes were made. It was unknown if the symptoms correlated to the noise.